Event description:
An abstract was received titled: obturator artery injury after hip fracture surgery, department of trauma surgery, faculty of medicine, university of p.j. ¿afarik. Authors: morochovic r., burda r., christie c., simkova n., lakyova l., sihotsky v., dankovcik r., tomcovcik l., hako r. Reportedly: patient presented with a left femoral neck fracture was treated with dynamic hip screw on an unknown date. Distension appeared in the patient's left lower quadrant of the abdomen associated with a decline in hemoglobin concentration and clinical signs of ongoing bleeding six hours post-operatively. A left retroperitoneal mass without concomitant extravasation of contrast material was noted on a computed tomography taken on an unspecified date. A damaged left obturator artery with a large hematoma in its vicinity was showed in an exploratory laparotomy. Reportedly, the patient's postoperative course was uneventful after arterial ligation and retroperitoneal space decompression. The cause of the obturator artery damage was identified while reviewing the intraoperative c arm images. Intraoperative c-arm images revealed a 0.8cm protrusion of the threaded guide wire. A copy of the abstract will be submitted with this report. This report is for guidewires. It is unknown if the guidewires were synthes devices. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: 2011 (B)(6) (2) :(B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.